Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, the power pcb assembly was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that while monitoring a (B)(6) male patient during transport to a hospital, their device powered itself off multiple times. Each time it powered itself off, they were able to manually power the device on. Medical personnel were able to remove the batteries and re-insert them, after which no further issues were observed. There were no adverse effects to the patient as a result of the reported issue.